Manufacturer narrative:
(B)(4).

Event description:
It was reported the device pocket was revised by placing a chronic device and lead submuscular. The revision was for patient comfort. The generator remains implanted. The patient condition is stable after the procedure.